Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced 3 infusion set tubing was leaking at site event from 09-apr-2024 to 23-apr-2024. The blood glucose level was 250 - 290 mg/dl at the time of event. The infusion set was use in 2 days for the first and second event and 8 hours for third event. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.